Event description:
During repair of abdominal aortic aneurysm the tip of the delivery system of the aneurx graft separated and was lodged against a calcification in the right external iliac artery. Upon removal the artery was torn, this required repair with a hemashield graft. The product incident was reported to the representative who called in the device report to medtronic.